Event description:
Customer reported one sars-cov-2 tma run, wl 01390-20201221-01, using assay lot 286053 on panther instrument sn (B)(4) which had 12 discrepant samples. The physician questioned the initial positive results since the samples came from pre-op patients who were expected to be negative. Patients were retested with a rapid test, and results were amended to negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but corrections were made by the lab with no associated/reported adverse events.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; all assays in the logs were valid with normal kinetics. This site had consistently high positivity rates and multiple valid positives in a row; for the wl in question, the discrepant samples were across two racks with one negative on the second rack, indicative of touchpoint contamination. Hologic field applications specialist (fas) further evaluated the problem and found out that the customer has been running the orange multitest tubes uncapped with the swab inside, but they did not have the uncapped software. Fas installed the uncapped software and advised customer to perform runs following package insert. Customer noted that they were no longer running sars-cov-2 on the affected panther and were using another platform. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((eua (B)(4)), aptima sars-cov-2 ((eua (B)(4)), and aptima sars-cov-2/flu ((eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.